Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 13-sep-2015: ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced horrible periods and cramping all the time / horrible cramps. These events are serious due to medical importance and listed in the reference safety information for essure. In this case, she had essure removed along with tubes. No alternative explanation was provided. Based on the nature of the events, a causal relationship between the events and suspect insert cannot be excluded. This case was regarded as incident due to surgical intervention performed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Additionally, non-serious events were reported. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow up information received on 07-oct-2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (FDA-2014-n-0736-1297). The consumer reported depression, anxiety, inflammation of her women parts from allergic reaction from the essure, irritable bowel syndrome, lethargic, pelvic pain, painful intercourse, loss of libido, and cramping daily. She stated she will lose her tubes and will never conceive another child. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced horrible periods and cramping all the time / horrible cramps. These events are serious due to medical importance and listed in the reference safety information for essure. In this case, she had essure removed along with tubes. No alternative explanation was provided. Based on the nature of the events, a causal relationship between the events and suspect insert cannot be excluded. This case was regarded as incident due to surgical intervention performed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Additionally, non-serious events were reported. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0677, awareness date 18-aug-2015). It refers to a female consumer of unspecified age in united states who had essure inserted (fallopian tube occlusion insert ) in 2013. Consumer had essure inserted and went through two years of downward health problems. She had wrist stiff, cramping all the time, tired all day, nausea, lack/no sex drive, horrible cramps and periods, mood swings, depression and allergy to nickel. She had enough of this pain so on (B)(6) 2015 she had essure removed along with tubes. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced horrible periods and cramping all the time / horrible cramps. These events are serious due to medical importance and listed in the reference safety information for essure. In this case, she had essure removed along with tubes. No alternative explanation was provided. Based on the nature of the events, a causal relationship between the events and suspect insert cannot be excluded. This case was regarded as incident due to surgical intervention performed. Additionally, non-serious events were reported. No active follow-up will be pursued, as this case was identified during health authority website monitoring.